Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: reportedly corrosion was found on the label of the device. No further information available at this time. This is report 1 of 1 for this event.